Event description:
Initial placement of the port to the right ij was (B)(6) 2023. On (B)(6) 2025, 15 ml of 1% lidocaine with epinephrine was infiltrated around the port. The previous incision was opened by excising the old scar. Dissection was taken down through the subcutaneous tissues to the level of the port. The port capsule was opened and the fibrous tissue over the hub was incised. The sutures holding the port were cut and the port was removed from the pocket, however the catheter was detached from the locking portion of the port and could not be retrieved. The locking portion and port were sent for permanent pathology. The port pocket was ablated with the bovie. The skin was closed using a 4-0 monocryl in a subcuticular fashion. Skin glue was placed over top. On (B)(6) 2025, removal of the port was completed in interventional radiology. Using ultrasound guidance, the right common femoral vein was accessed with a micropuncture needle. Ultrasound image show the tip of the needle is in a patent and compressible vein. Permanent imaging archived in pacs. Using this access, a 10 french vascular sheath was then placed. Through the sheath a 7 french catheter was introduced and advanced over a guidewire wire into the superior vena cava under fluoroscopy. Contrast was injected and a superior vena cavogram was performed which demonstrated patent flow within the superior vena cava. The tip of the port catheter is within the central internal jugular vein. The catheter extends across the right atrium into the right ventricle. Through the catheter a vascular snare was advanced. Attempt was made to a gauge the tip of the catheter. The catheter tip abuts the wall of the internal jugular vein in proximity to its central outflow. The snare would not and gauge the proximal tip of the catheter with the catheter in this location. The snare and 7 french catheter were then removed. A 5 french mickelson catheter was then advanced and used to engage the portion of the catheter within the right atrium. The mickelson catheter and port catheter was then withdrawn into the inferior vena cava. The mickelson catheter was then removed. The 7 french catheter and snare were then readvanced and used to ensnare the catheter fragment. The catheter fragment was then removed through the sheath within the common femoral vein. The sheath was then removed. Hemostasis was achieved by manual compression over the puncture site. Catheter from port (removal): - for gross examination only. Gross description: a. Labeled patient's name and "catheter from port". Received fresh is a 22.3 cm long segment of white plastic tubing with a diameter 0.2 cm. No sections are submitted gross exam only.